Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing no fluid in the reservoir. The reported condition of an overinfusion was not confirmed. Visual examination of the sample showed no sign of physical abnormality. An accuracy flow test was performed on the sample for 43.5 hours. At the end of the flow test period, the infusor produced the following flow rates: calculated flow rate = 4.83 ml/hr, normalized flow rate = 4.95 ml/hr, specification range = 4.50 - 5.50 ml/hr. The infusor produced functional results within the specification range; the device performed as expected. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Event description:
It was reported to baxter (B)(4) that one (1) ce infusor lv 5 device had finished 24 hours earlier than expected during patient use. It is unknown if patient injury occurred or if medical intervention was necessary. No additional information is available.